Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed backward in metal cap and receded; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the outer flow tubing open end is damaged with scratch marks. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure, ¿stopped working after console jumped to fiber-life several times" at 55,000 joules and 07:40 minutes of usage. Gland volume: 90ml. The case was completed with an alternative procedure(turp). Patient outcome: ¿no damages to the patient¿ reported. No injury to patient reported.